Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "it was reported that the emphasys kincise impactor stripped as the surgeon repositioned the cup in the socket. Surgeon made a note that the threads are too fine so the slight adjustment or version stripped the impactor¿. The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿(B)(4) device photo ad 28 aug 2023¿. Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed. The overall complaint was unconfirmed for the 200015005, kincise 15 pin threaded tip as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the emphasys kincise impactor stripped as the surgeon repositioned the cup in the socket. Surgeon made a note that the threads are too fine so the slight adjustment or version stripped the impactor. Surgical delay is unknown.